Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the charger's full charge light was on even though the ipg was less than half full. The pt was feeling stimulation. A replacement charger was sent to the pt; however, it is unk if the replacement device resolved the issue. No further information is available at this time. This report is being submitted as precautionary measure as similar alleged events have resulted in the explant of the ipg.